Event description:
The customer stated that sodium and potassium results were not reproducible for one patient sample tested on the architect c8000 analyzer. The patient generated a sodium result of <100 mmol/l and a potassium of 2.4 mmol/l. The sample was repeated four to five hours later (without recentrifugation) and recovered a sodium result of 136 mmol/l and a potassium of 4.3 mmol/l.

Manufacturer narrative:
Evaluation: preventative maintenance, components replaced/aligned. The ict module had been installed for seven months. The calibration slopes were within range with sodium = 82 and potassium = 88. An abbott field service representative was dispatched and performed preventative maintenance and the internal probe wash bellows pump was changed. Verification testing was performed. Precision tests for ict were within specifications. A review of the complaint history for architect c system over the time period of october 01, 2006 through february 27, 2008 was performed and no trends related to this issue were identified. Labeling the abbott architect system operations manual ((pn 201837-104) june, 2007) describes the following in the sections shown below: section 1 use or function, required consumables ict module (c system). The ict module is an integrated chip located within the ict unit that contains the na+, k+, ci-, and reference electrodes. The warranty for the ict module is 15,000 samples or two months post-installation, whichever comes first. Section 10 (troubleshooting and diagnostics) under observed problems list multiple probable causes and resolutions related to the customer's issue as described in the sections below: depressed concentration - ict results (c system). Depressed concentration - photometric results (c system). Erratic results, poor precision - ict results (c system). Erratic results, poor precision - photometric results (c system). This is the final report.